Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. A90480) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cerebral infarction and cerebrovascular accident. Concurrent conditions included body mass index normal and stroke since 2011. Concomitant products included acetylsalicylic acid (baby aspirin) since 2011, cefalexin (keflex) from 2014 to 2018, citalopram hydrobromide (celexa) since 2016, oxybutynin hydrochloride (oxybutin) from 2014 to 2018, sertraline (zoloft) until 2016 and tramadol from 2013 to 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("utis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and irritable bowel syndrome ("irritable bowel syndrome"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain right side"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), anxiety ("anxiety from pain") and back pain ("lower back pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy, diagnostic cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain lower, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and irritable bowel syndrome outcome was unknown and the abdominal pain, anxiety and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, irritable bowel syndrome, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Lot number: 846833 man date: 2011-04 exp date: 2014-04 . Lot number:a90480 man date: 2013-01 exp date: 2016-01 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. A90480) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cerebral infarction and cerebrovascular accident. Concurrent conditions included body mass index normal and stroke since 2011. Concomitant products included acetylsalicylic acid (baby aspirin) since 2011, cefalexin (keflex) from 2014 to 2018, citalopram hydrobromide (celexa) since 2016, oxybutynin hydrochloride (oxybutin) from 2014 to 2018, sertraline (zoloft) until 2016 and tramadol from 2013 to 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("utis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and irritable bowel syndrome ("irritable bowel syndrome"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain right side"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), anxiety ("anxiety from pain") and back pain ("lower back pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy, diagnostic cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain lower, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and irritable bowel syndrome outcome was unknown and the abdominal pain, anxiety and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, irritable bowel syndrome, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-sep-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Lot number (846833) added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Events utis, apareunia (inability to have sexual intercourse), anxiety from pain, bladder problems or changes, urinary problems or changes, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, irritable bowel syndrome, lower back pain added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.